Event description:
It was reported that after the patient was admitted to the heath care facility with cellulitis, a ventricular tachycardia (vt) episode occurred, in which the device delivered both anti-tachycardia pacing (atp) as well as shock therapy with no success on converting the rhythm. The patient experienced profuse sweating and was admitted to the intensive care unit where intubation was performed. Electrolyte imbalance as well as medication were discussed as possible factors on the non-converted rhythm. No additional adverse patient effects were reported. This device remains in service.